Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 3.5 x 20, concentric, de novo target lesion with a bend of >= 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. Following pre dilation with a 3.0 x 20 balloon catheter, a 3.50 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device. Post-dilation was performed with a 3.5 x 20 balloon catheter. No patient complications were reported and the patient status was stable.